Event description:
Haemonetics received a complaint on (B)(4) 2012 for an orthopat device with the description of blood spill. No patient/operator injury associated.

Manufacturer narrative:
The device has not been returned for evaluation. Based on the available information, there is a potential for risk due to possible fluid ingress with electrical damage. Follow-up report to be sent when device has been returned. (B)(4).